Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -8.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to incorrect size. The lens was exchanged for another icl lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Result: (operational problem): visual inspection of the returned product found pieces of one haptic were torn off and missing. The other haptic was bent. The lens was returned in liquid and there was evidence of surgical residue. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information received - the lens was explanted due to excessive vaulting, elevated intraocular pressure and shallow angles. The lens was exchanged for a shorter lens. The iris sphincter was damaged due to the pressure. The reporter indicated the cause of the event was due to mismeasurement of the white-to-white. The patient's post-op best-corrected visual acuity was 20/20. Event problem and evaluation codes: (B)(4).